Manufacturer narrative:
Siemens investigated cross-reactivity of dhea-s in the advia centaur xp progesterone assay, dimension vista loci progesterone assay, immulite/immulite 1000 progesterone assay and immulite 2000 progesterone assay and confirmed that dhea-s may cause elevated progesterone results in these assays. Dhea-s may be used as part of an ivf treatment plan for patients who are also being considered for fresh embryo transfer. A falsely elevated progesterone result around the clinical decision threshold of approximately 1.0 ng/ml may lead to misinterpretation of progesterone levels and consideration of fresh embryo transfer cancellation and subsequent cryopreservation of the embryo(s). Siemens distributed urgent medical device correction cc 17-06.a.us to customers in the united states and urgent field safety notice cc 17-06.a.ous to customers outside the united states on january 4, 2017. These communications notify customers of the crossreactivity of dhea-s in the assays and advise customers to use an alternate method such as liquid chromatography- mass spectrometry (lc-ms) when measuring progesterone in patients using dhea-s supplements. No further investigation is required.

Event description:
Customer contacted siemens requesting information regarding cross-reactivity of dhea-s with the immulite 2000 progesterone assay. The customer noted that there have been elevated progesterone results from patients who were taking dhea-s. The customer reported that some doctors have taken their patients off of dhea-s. There are no reports of adverse health consequences due to the elevated immulite 2000 progesterone results.